Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, upon extending the tip extension approximately 15 times using the butterfly tool, the tip severely kinked and was unable to insert into the device header. It was also reported that the rv lead tip became embedded into the silicone seal between the ring/tip connector. The rv lead was exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet inside the lead, the connector pin was bent and blood is visible inside the helix. If information is provided in the future, a supplemental report will be issued.